Event description:
It was reported the customer received a blank lcd screen for less than 30 seconds. It was also stated that there was not battery cap damage or corrosion. No further information was reported.

Manufacturer narrative:
Findings: the insulin pump received a blank display due to moisture damage electronic assembly. The pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube.